Event description:
A new radiolucent mayfield and three point was brought in the room and used. As the surgeon tightened the pressure on the three point, he heard a noise and immediately untightened to examine what the noise was. One of the radiolucent pins broke, and the broken off part was still inside the patient's skin. At this time a sterile pickup was used to take out the broken off radiolucent pin from the patient's skin by the surgeon. Surgeon only got to just below 60 lbs of pressure on the three point at the time the noise was heard and then unpinned. FDA safety report ID# (B)(4).